Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent left ureteroscopic holmium laser lithotripsy on (B)(6)2022. A disposable sterile foley catheter was placed after the operation. The urine was light red, and the bladder was irrigated, and the irrigation fluid was light red. At 09:00 on (B)(6)2022, when the urinary catheter was pulled out, there was no fluid flow out. This was reported to the doctor immediately and the user pulled out the catheter according to the doctor's advice. The balloon was checked for rupture. The patient's spirit was normal, the mood was stable, and the user followed the doctor's advice for close observation urination situation. As per the description of event cause analysis, the foley catheter balloon ruptured, causing the displacement of the catheter. No medical intervention was reported. Per follow up via ibc on (B)(6)2023, there was no discomfort to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient underwent left ureteroscopic holmium laser lithotripsy on (B)(6) 2022. A disposable sterile foley catheter was placed after the operation. The urine was light red, and the bladder was irrigated, and the irrigation fluid was light red. At 09:00 on (B)(6)2022, when the urinary catheter was pulled out, there was no fluid flow out. This was reported to the doctor immediately and the user pulled out the catheter according to the doctor's advice. The balloon was checked for rupture. The patient's spirit was normal, the mood was stable, and the user followed the doctor's advice for close observation urination situation. As per the description of event cause analysis, the foley catheter balloon ruptured, causing the displacement of the catheter. No medical intervention was reported. Per follow up via ibc on 16-jan-2023, there was no discomfort to the patient.